Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the touchscreen was not working. The touchscreen passed touchscreen calibration, but the reported issue was duplicated when the power was cycled in biomed. The remote service engineer (rse) provided the customer with the part number of the touchscreen for replacement. Device evaluation and repair are pending. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.